Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 50 mg/dl at the time of the incident. Current blood glucose was 60 mg/dl the customer was assisted with troubleshooting and declined for low blood glucose. Customer will be returned device for analysis.